Manufacturer narrative:
Based on the information available, no conclusions can be made. As the health professional alleged, ¿kugel-type mesh with ring¿ and ¿ring disruption¿ in 2013 during the revision procedure, the implant of composix kugel cannot be ruled out and it cannot be confirmed if the composix kugel with recoil ring was used to treat the patient. If the patient was implanted with a composix kugel (with ring) no medical records were obtained to support that allegation. Post-implant of the composix e/x mesh, the patient was hospitalized for 3 months with abscess, persistent enterocutaneous fistula, hernia recurrence, adhesions, infection and bowel perforation. This was unresponsive to interventions, and the patient underwent surgery for fistula repair with mesh removal. The adverse reaction section of the instructions-for-use, supplied with the device identifies hernia recurrence, fistula and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." This emdr was submitted to represent mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent composix mesh e/x (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, "the hernia sac was opened, which contained extremely dense adhesions and most of the wall of the hernia sac and peritoneum was excised. A large composix e/x mesh (device #1) was sutured to the fascia.¿ (note: implant sticker identified use of the composix e/x device. Per operative notes only this device was implanted in the procedure). (B)(6) 2012 - patient underwent abscess drainage procedure and was diagnosed with persistent enterocutaneous fistula in (B)(6) 2012. The patient was re-hospitalized from (B)(6) 2012 to maintain total parenteral nutrition and management of the fistula. As the patient did not respond to the bioresorbable plug placed, surgery was planned. (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent surgery for fistula repair and infected mesh removal. Per operative notes, "there was a very large, incarcerated ventral hernia containing numerous loops of small bowel with a prior kugel type mesh (device #2) that did have the ring disrupted with a large portion of monofilament mesh exposed and penetrating soft tissue. The enterocutaneous fistula was to a loop of distal small bowel. There was exposed mesh with obvious infection to the enterocutaneous fistula. The previously placed multiple pieces of mesh were identified and the fascial edges which contained numerous prolene type suture material was all resected. Numerous areas of adhesions to the mesh were lysed meticulously. The point of enterocutaneous fistula was identified in the small bowel; the proximal and distal small bowel was resected. A piece of cadaver based biological mesh was placed." The patient recovered very well and was discharged on (B)(6) 2013. (Note: operative note, ¿prior kugel-type mesh with ring¿. Composix e/x does not contain a recoil ring.) Attorney alleges that the patient had adhesions, bowel perforation and removal, fistula, infection, mesh migration, hernia recurrence, pain and emotional injuries. It is also alleged that the mesh had ring disrupted with a large portion of mesh exposed and penetrating soft tissue; enterocutaneous fistula was to a loop of distal small bowel; exposed mesh with obvious infection to the enterocutaneous fistula; inflamed squamous epithelium; drain placement into peri-peritoneal abscess cavity.